Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge. The customer's blood glucose level was 138 mg/dl. Tandem customer technical support instructed customer to fully charge the pump and contact cts should any additional issues arise.